Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm: n/a.

Event description:
Event verbatim [preferred term] large burn blister [burns second degree] , . Case narrative:this is a spontaneous report from contactable consumer, pharmacist and a healthcare professional (hcp). A 44-year-old female patient of an unspecified age started to use thermacare heatwrap (thermacare fuer flexible anwendung, reported as thermacare for larger pain areas), from an unspecified date for an unspecified indication. Medical history was not reported and there were no concomitant medications. "Thermacare for larger pain areas" was used. The patient experienced large burn blister on an unspecified date in (B)(6) 2019. The event lasted from the beginning of (B)(6) 2019 to the end of (B)(6) 2019 and left a scar. It was described as "two burn blisters of 1-1,5 cm size each, burns second degree between the neck and the shoulder. The blisters were wet and wound exsudate leaked out." Recovery lasted for 3-4 weeks. No wound surgery was necessary. The patient treated herself with an unspecified ointment and sterile patch. Lot number was not available because the patient discarded the package right away after having opened it. The package was not available anymore. Per the product quality group: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm: n/a. The action taken with thermacare heatwrap was unknown. The outcome of the event was resolved with sequel. Follow-up (06aug2019): new information received from the product quality group includes: severity of harm ranking. Follow-up (12sep2019): new information received from a contactable other hcp included: patient details (including age updated to 44-year-old), suspect product updated, no concomitant medications, event details (including event onset date updated to (B)(6) 2019, treatment received, event outcome updated to resolved with sequel). Follow-up (17sep2019): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] large burn blister [burns second degree]. Case narrative: this is a spontaneous report from contactable consumer, pharmacist and other hcp. A 44-year-old female patient of an unspecified age started to use thermacare heatwrap (thermacare fuer flexible anwendung, reported as thermacare for larger pain areas), from an unspecified date for an unspecified indication. The patient's medical history was not reported. There were no concomitant medications. "Thermacare for larger pain areas" was used. The patient experienced large burn blister on an unspecified date in (B)(6) 2019. The event lasted from the beginning of (B)(6) 2019 to the end of (B)(6) 2019 and resolved with sequel (scar). It was described as "two burn blisters of 1-1,5 cm size each, burns second degree between the neck and the shoulder. The blisters were wet and wound exsudate leaked out." Recovery lasted for 3-4 weeks. No wound surgery was necessary. Treatment given by the patient herself- unspecified ointment and sterile patch. Lot number was not available because the patient discarded the package right away after having opened it. The package was not available anymore. Per the product quality group, the hazard analysis list (hal) severity of harm ranking assigned for the events was s3 described as serious injury which could result in the need for medical treatment and hospitalization. The action taken with thermacare heatwrap was unknown. The outcome of the event was resolved with sequel. Follow-up (06aug2019): new information received from the product quality group includes: severity of harm ranking. Follow-up (12sep2019): new information received from a contactable other hcp included: patient details (including age updated to 44-year-old), suspect product updated, no concomitant medications, event details (including event onset date updated to (B)(6) 2019, treatment received, event outcome updated to resolved with sequel). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] large burn blister [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer and pharmacist. A female patient of an unspecified age started to use thermacare heatwrap (thermacare heatwrap), from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced large burn blister on an unspecified date. The package is not available anymore. Per the product quality group, the hazard analysis list (hal) severity of harm ranking assigned for the events was s3 described as serious injury which could result in the need for medical treatment and hospitalization.the action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (06aug2019): new information received from the product quality group includes : severity of harm ranking. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. , comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim (preferred term) large burn blister (burns second degree). Case narrative: this is a spontaneous report from a contactable consumer and pharmacist. A female patient of an unspecified age started to use thermacare heatwrap (thermacare heatwrap), from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced large burn blister on an unspecified date. The package is not available anymore. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.